Manufacturer narrative:
Related manufacturer report # 2916596-2022-00784 reports the no external power event on the patient's mobile power unit. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00784. It was reported that the patient had continuous low flow alarms on (B)(6) 2022 and (B)(6) 2022 due to a suspected pump/outflow graft obstruction/thrombus. Technical services also found no external power events on (B)(6) 2022 and (B)(6) 2022. These events occurred while the patient was connected to their mobile power unit. On (B)(4) 2022 the patient was taken to the operating room for a heartmate ii to heartmate 3 pump exchange due to the suspected obstruction. The exchange was successful and upon inspection of the inflow cannula, a large thrombus was confirmed. Due to the thrombus the pump was not returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow events. A direct correlation between the confirmed low flow events and reported thrombus could not be conclusively established through this investigation. The account reported that the patient had a suspected obstruction in their pump or outflow graft. The patient underwent a pump exchange to a heartmate 3 left ventricular assist system (lvas) on (B)(6) 2022. The account reported that a thrombus was seen in the inflow of heartmate ii lvas, serial number (B)(6). The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. Multiple low flow events were recorded between (B)(6) 2022 and (B)(6) 2022. Average pi (pulsatility index) was slightly reduced during the low flow events. Multiple set speed changes were recorded on (B)(6) 2022, and flow was intermittently recorded above the low flow threshold. The account attributed the cause of the low flow alarms to be a thrombus in the inflow; however, the reported thrombus could not be confirmed as no product was returned for evaluation. A specific cause for the low flow events could not be conclusively determined through this evaluation. The pump appeared to be operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 6 of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas IFU also contains information regarding pump speed, power, flow, and pi. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.